Event description:
It was reported via email that the customer experienced high blood glucose. Customer stated, their blood glucose was over 400 mg/dl. The customer treated their blood glucose with a manual injection. The customer also reported they were unable to insert the needle into their skin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.